Event description:
Pt had removal because of rupture and suspected implant failure bilaterally. Physician states, "it would appear from the ultrasound that there is some question about the left side with regard to the integrity of the implant capsule. However, on the right side there is a high degree of certainty that there has been some leakage of the gel outside the capsule of the implant." He recommended both implants be removed.